Manufacturer narrative:
Product analysis: analysis was unable to confirm the customers comment that the programmer fails to power on at times or that the programmer boots up with a blank screen at times. The cord bay was broken. The right latch was broken. The tip of the stylus was broken off and not working. Both handles were cracked. Keyboard was damaged. Front latch was broken. Both hinges were broken. Passed incoming functional and system tests. It was recommended that the device be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for repair and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.